Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell. As a result, the patient is experiencing pain originating at the ipg site, which travels down her legs. The patient also stated the pain is worse when stimulation is turned on. X-rays did not reveal any anomalies and impedances were normal. Regardless, the patient plans to undergo surgical intervention as the next course of action. .

Event description:
Follow-up information revealed the patient underwent surgical intervention where her entire scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.